Event description:
A report was received regarding a revision procedure to remove an 8-hole lcp plate and eight (8) 3.5mm cortex screws due to non union of the ulnar fracture (implant date unknown). Upon revision, the surgeon curretted fibrous tissue from the wound and implanted a longer synthes plate (unspecified). This is report #1 of 9 for the same event.

Manufacturer narrative:
Implant date is unknown, explant date believed to be (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. No parts were returned for dimensional investigation. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.